Manufacturer narrative:
The exact age of the patient is unknown; however, it was reported the patient was over 18 years. Reported event of suture detachment. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior apical repair procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the lead suture detached from the device and was retrieved with a clamp. The procedure was completed with another with same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.